Event description:
A cementless gemini tibial component, which was part of original compassionate use number comp-038, implanted on (B)(6) 2021, was revised because of loosening/subsidence of the component.